Event description:
Patient found deceased in home wearing continuous monitoring device, malfunctioned. "(B)(6) health, (B)(6). Soft horse five and alert dill three. Manufacturer is samsung: soft horse five current_health_tablet - (manufacturer is samsung). Manufacturer is best buy health, current health of the below products: soft horse five current_health_wearable_v2. Current_health_homehub alert dill three. Ihealth_bp5s." Reference reports: mw5154019, mw5154020, mw5154022.